Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging pad and charging cable, resulting in the pump shutting down. Reportedly, customer was also using a computer usb port instead of the tandem-provided wall adapter to charge the pump. Tandem technical support advised customer against using third party supplies when charging the pump. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. Customer was able to charge the pump with an alternate set of charging supplies.